Event description:
It was reported that the guide catheter became twisted while it was being torqued to engage the right ostium. It was not possible to advance a guide wire through the guide catheter, and during removal the catheter shaft separated, the distal segment remaining in the anatomy. An emergent femoral cutdown was performed to remove the distal segment of the guide catheter. The pt is reported to be doing well as of the date of this report.